Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that there was a time where she had trouble filling her reservoir. The customer stated that she was unable to draw the insulin from the vial to reservoir. The customer will be sent a replacement reservoir.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir; the reservoir failed per inspection due to the transfer guard is occluded.